Manufacturer narrative:
Additional narrative: UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. The complaint device was received and evaluated. Upon visual inspection was found use wear on the device¿s trigger, laser etch marks slightly faded and was found the needle stuck into the shaft of the device. The functional test cannot be performed due to the needle is broken and stuck into the shaft of the device; therefore, the deployment was not functional. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection result, this complaint can be confirmed. The possible root cause can be attributed when deploying the needle with the jaws open which can lead to a broken needle, however, this cannot be conclusively determined. As per IFU, with the jaw closed, actuate the needle deployment lever once to confirm that the needle deploys and retracts in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2022, it was observed that a needle was broken off inside of the expressew iii w/hook device and could not be removed. During in-house engineering evaluation, it was determined that the functional test could not be performed due to a broken needle that was stuck into the shaft of the device; therefore, the deployment was not functional. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.